Event description:
Same case as #6000089-2006-02603. It was reported that during a coronary artery drug eluting stenting treatment procedure a vessel dissection occurred. The 75% stenosed lesion was located in the moderately tortuous, moderately calcified mid left circumflex (cx). The vessel was pre-dilated with a maverick2 3.50x20mm balloon at "high bar" and then the physician attempted to advance a taxus express2 3.50x24mm drug eluting stent. Upon advancing the stent, the physician noticed a dissection in the mid cx. The stent delivery system was removed and exchanged for a taxus express2 3.50x32mm drug eluting stent. This stent was positioned over the dissection and successfully deployed. There were no further patient complications reported.

Manufacturer narrative:
The device will not be returned for evaluation; therfore, a failure analysis is not available, and we are not able to determine the root cause of this event.